Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a right total hip with pfc cemented stem and pinnacle cup. The hip was done about 20 years ago. The hip has slight poly wear, and feels unstable to the patient. The surgeon did a liner and head exchange. The neck/head taper looked good with no trunnionosis. The stem and cup were well fixed and retained. Doi: 20 years ago, dor: (B)(6) 2020, right hip.